Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) displayed alert 41 indicating an insulin shaft rewind error that persisted despite multiple restarts and charging, leading to a device replacement and completion of troubleshooting and education. Symptoms included no reported blood glucose impact. Outcomes included no injury and no hospitalization, with continued cgm use on the dexcom app or receiver. Investigation included customer troubleshooting with repeated restarts, device charging, and confirmation of persistent alarm behavior. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.